Event description:
The manufacturer's representative reported the patient was experiencing changes in his response to baclofen therapy. The patient had been hospitalized for issues not related to the pump. A nephrectomy was done (same side as pump) and the surgeon confidently felt there was no disruption to the device pocket integrity from this surgery. Within the post-operative period, the patient became septic with a fever and an elevated white blood count. A perforated bowel was discovered and corrected and reported as the sole cause of the sepsis. The patient then began exhibiting signs of overdose with weakness and sedatation. He has been maintained on a steady dose of 24mcg/day at a 500mcg/ml concentration. The infection has resolved and the pump is currently set at a minimum rate until the patient can be transferred to a hospital, where the primary physician can manage the patient.